Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, criteria for the rv, lead integrity alert (lia) were met, the impedance on the rv pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, 16 non-sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2016. Four hundred seventy-seven ventricular sic since last session 8.4 hours ago. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes. Rv pace impedance steady at approximately 380 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high impedance. No patient complications have been reported as a result of this event.